Event description:
During routine colorectal surgery, an endo gia was introduced via a laparoscope into the pelvis from the patient's right side. The instrument was fired and the colon was stapled and cut but during stapler withdrawal a wedge of tissue was torn away from the staple line leaving an open, bleeding rectal stump. An ethicon endo-surgery contour stapler was introduced through a midline incision and, because of its curved design, was able to staple and cut the rectal stump at a point deeper in the pelvis. A combination of the stapler's anvil not opening all the way and the sharp edges of the pusher blocks being above the surface of the load resulted in a portion of the tissue nearest the anvil's pivot still being in the grip of the staple load.